Event description:
It was reported the customer reported customer was hospitalized for high blood glucose of 487 mg/dl. Customer's spouse stated customer was on new medication which is causing the customer to go high and does not believe the issue is with the insulin pump. Customer was in the hospital for six hours was negative for ketones. X-ray and fluids were provided to ensure customer's safety. Customer is working with his doctor to adjust basal rates due to customer taking new medication. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.